Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. After the physician performed the trans-septal puncture, prior to use of bsc product, an st segment elevation was noted on the patients electrocardiogram (EKG). The waveform normalized after a few minutes without intervention. There was no known cause. It was suspected there was possible air in the trans-septal sheath from the manifold, but this was not confirmed. The patient remained stable and the procedure was completed as normal with a watchman access system (was) double curve and a 30mm watchman laa closure device & delivery system (wds). The closure device was successfully implanted. The patient was discharged home the next day.